Manufacturer narrative:
Follow-up #1; date of submission: 11/02/2016. The pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings. Evidence of short battery life was illustrated with a 10 count voltage drop leading to a low battery warning on the date of the alleged issue occurrence. During the actual testing, the ez-prime steps were performed correctly; however, the sleep current draw measured above specifications. Upon removal of the pump cover, corrosion was found on the continuous glucose monitoring (cgm) module inter-board connector. Sleep current returned to specification after unplugging the cgm module flex from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.